Manufacturer narrative:
Section h6 evaluation codes were updated due to additional information received from third party provider. Method code (annex b) additional code added result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g07001 h3: medtronic conducted an investigation based on all information received. It was reported that the ht70 ventilator generated a system error alarm and the ventilation stopped while the patient was connected. A review of the ventilator logs confirmed a loss of ventilation. The ventilator was not made available to medtronic for evaluation. Third-party service provider, tokibo (tkb), inspected the ventilator but could not duplicate the reported issue. However, tkb replaced the single board computer (sbc) board and the pump and manifold assembly as a precautionary measure. The cause of the event was isolated to potential fault in sbc board and/or pump and manifold assembly.the event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator generated a system error alarm and the ventilation stopped while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that a third-party service provider was to evaluate the ventilator. Ventilator logs provided to medtronic confirmed a loss of ventilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.